Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2025, it was reported by a sales representative via (B)(4) that an ar-9597-10 reamer sleeve and ar-9676 reamer drive shaft while reaming the glenoid, the angled reamer driver shaft didn't slide smoothly with the angled reamer sleeve on power. This jerked the surgeon's wrist, causing reaming to be difficult. These instruments were put to the side, and a backup tray was opened. The case carried on and was completed successfully. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-9597-10, angled reamer sleeve, batch number 37222223, was received for investigation. - visual evaluation of the returned device noted nicks and striations in its inner diameter on both the proximal and distal ends. Additionally, the device was returned with an ar-9676 stuck inside. - functional testing was not performed due to the damage of the devices. - the most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to cease functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user does this during normal clinical use. When used usually, this issue is unlikely to present itself, which suggests that the handling of the device greatly impacts whether or not it will seize. For this reason, the direct cause is considered to be device misuse. - refer to investigation photos. - complaint allegation is confirmed.